Manufacturer narrative:
Philips has investigated this complaint. It was reported that the footswitch did not trigger fluoroscopy when pressed. Customer declined the service quote which was made to obtain the device evaluation, repair, and operational status. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the footswitch did not trigger fluoroscopy when pressed. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.